Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported micro tags and a thin flap of the left eye during corneal flap creation. The surgeon completed the flap creation and moved the patient to the excimer, that the flap had three micro tags which he was able to manipulate with a slade spatula without incident. The ablation was completed without further incident. Following treatment it was noted by the surgeon that the flap seemed thinner then planned. Additional information received, the patient is doing fine and further measurements to confirm the flap thickness were not obtained. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The company representative was on site during the case. No issues were found that could contribute to the reported event. The company representative tested and verified the system to meet specifications prior to departure. A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).